Event description:
It was reported that the universal oscillating saw attachment stopped working and smoke started to come out. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.